Event description:
It was reported the pt experienced a shocking or jolting sensation. Two to three days after a lead revision, the pt started having pain and shocking near the lead site, at the lead/extension connection. The pt was traveling at the time of the report. On/off options were discussed with the pt until the stimulator could be checked by the sheath care professional. An x-ray of the lead/extension was recommended. The pt outcome is unk. Additional info has been requested from the hcp, but was not available as of the date of this report.